Manufacturer narrative:
Concomitant medical products: model: 407652, lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The physician was notified that the patient's cardiac resynchronization therapy defibrillator (crt-d) had delivered a shock therapy. Additionally, it was noted that the patient's right ventricular (rv) lead displayed occasional undersensing on the stored episode egm. The physician indicated that the patient had expired. Follow-up was conducted and a cause of death was listed as: cardiomyopathy, coronary artery disease (cad), and renal insufficiency.